Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed for the cartridge alarm 19. However, no failure was identified for the reported minimum fill issue and the fill tubing issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges. Additionally, the customer received a minimum fill message. The customer successfully added additional insulin and was able to complete the load process successfully. Subsequently, the customer did not observe insulin exiting from the end of the infusion set tubing. The customer declined to perform troubleshooting, and confirmed manual injections would be used until the replacement pump arrives.